Event description:
Bardex I. C. Complete care temperature sensing foley tray opened. Circulator noticed that the foley catheter was adhered to the foley down drain tubing. New tray opened and same problem occurred. Third tray could be used as the issue was not noticed in it.